Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. The physician indicated the corneal ulcer was related to the contact lenses and noted it is unknown if the event is directly related to a specific product. Based on available info, no conclusion can be drawn.

Event description:
A report was received via the FDA medwatch medical products reporting program dated 07/18/2006. Patient reports developing corneal ulcer and now has permanent scarring. Subsequently, medical documentation rec'd. Physician reports infectious-appearing corneal ulcer located in central 4mm of cornea - related to contact lens. Culture was performed and without organism identified. Treatment with tobramycin, vancomycin, prednisolone acetate eye drops. Mild permanent decrease in visual acuity.